Event description:
It was reported that the patient has a lot of pain and discomfort at the ins site. Caller said the stimulator is poking through the patient's skin and is very noticeable. Patient is always in a lot of pain. Patient has breast implants and seems to have developed capsular contracture in the one breast where the device is located. Patient's other breast is fine. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the healthcare provider (hcp) reported the device was not ¿poking through the skin.¿ the neurostimulator was protruding because of the patient¿s breast implant underneath, but not in the extreme, rather the patient was annoyed by it. The hcp was planning to reposition the generator, but it had not taken place yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.